Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.0 diopter into the patient's left eye (os) on (B)(6) 2020. The surgeon reports excessive vault. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information b1- adverse event. B2- requires intervention to prevent permanent impairment/damage . B5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.0 diopter into the patient's left eye (os) on (B)(6) 2020. The surgeon reports excessive vault. On (B)(6) 2020 the lens was exchanged for a shorter length lens and the problem was resolved. D7- explant date: (B)(6) 2020. H6- patient code 3191: secondary surgical intervention; exchange. Claim# (B)(4).

Manufacturer narrative:
Additional information h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim# (B)(4).